Event description:
I had rheumatic fever at age 8. I have been treated for mitral valve regurgitation throughout my adult years. In 2006, I saw a dr who diagnosed myxomatous disease with bileaflet prolapse. He recommended surgery to repair the mitral valve. Two months later, dr performed the surgery. He implanted a ring. Near the end of the procedure, while in the operating room, I suffered ventricular fibrillation and was cardioverted several times. I also suffered damage to my left ventricle. Before my surgery, my ejection fraction was 60% to 65%. Immediately following surgery, my ef was 32%. More recently, my ef was measured at 25%. I had no lv damge before this surgery, and had no significant coronary artery disease. My follow up care has been through my long time cardiologist. I have had v tach since the surgery. In 2007, I received an implanted pacemaker and defibrillator. In the summer of 2008, I received an article about the ring, which suggested that it was not approved by the FDA and was experimental. I was not informed before my surgery that the myxo ring was not approved by the FDA, or that it was new, experimental, investigational, or anything of that nature. I was not told that the myxo ring was part of a study. I would never have consented to the use of the myxo ring had I been told that the ring was new, untested, experimental, or anything like that. Also, dr and the staff never told me that I suffered heart damage during the 2006 surgery, although that fact is well documented in the medical records. Dates of use: 2006 -- 2009. Diagnosis or reason for use: myxomatous mr.